Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 384614a was performed. In-house testing on the strip lot met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. An improper technique was identified in the complaint. This could not be ruled out as a cause for the complaint. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient reported an unexpectedly low inratio inr result of 2.1. Five minutes later the patient retested and reported an inratio inr result of 3.1. The patient is not questioning the inratio inr result of 3.1 but is concerned with the variance between both inratio inr tests. Therapeutic range: 2.6 - 3.1. The patient reported milking the finger after fingerstick, adding multiple drops of sample to each test, and lancing same finger twice.